Event description:
During laparoscopic ventral hernia surgery, one of the 5mm reprocessed trocars fell apart right when the surgeon began to insert it into the pt. The pt was not harmed. Surgeon was given a new trocar and broken trocar was removed from field. Three reprocessed trocars were opened for this case. The available ID's from the packages are: (B)(4).